Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had high blood glucose. The blood glucose reading at time of the call was 501 mg/dl. The customer stated that the insulin pump has alarmed no delivery during bolus. Troubleshooting was performed. Ran a 7.2 units test with an empty reservoir and the device failed the test. No further info was provided.